Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient with a basic evaluation trial device to treat fecal incontinence; the trial began (B)(6) 2018. It was reported the trial patient mentioned that she had diarrhea yesterday, but it was due to a laxative substance she had consumed. She also mentioned that on the ride home she had to urinate so badly that it was hurting her stomach, however she was able to hold it, which was very surprising for her. On (B)(6) 2018 patient stated that they gave her some type of medication at the procedure to clean her out and it didn't work right away. Patient stated she had diarrhea for over a day because of this and her stools are like water. Patient has been advised to contact her clinician for her health concerns. On (B)(6) 2018 patient stated she was in the ER. Patient stated she has uti. No further complications were reported or are anticipated.